Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2020-22480, 1627487-2020-22481. It was reported the patient was experiencing ineffective stimulation. Surgical intervention took place wherein the ipg was explanted and replaced, current leads were disconnected and two new leads were added to address the issue.